Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with a piece of fiber in her left eye at one week post treatment checkup. No loss of best corrected visual acuity (bcva) reported . The patient was asymptomatic.